Event description:
Error e001 observed on the monitor. Then, the catheter has been explanted.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 04/01/2025 (increment 00003) was not accepted. The analysis shows that error e001 confirmed to the monitor, probably due to breakage of the micro-cable in the tube. Analysis of the data shows that the catheter functioned without problem for approximately 5 days (from 08/01 to 13/01/25) with consistent and stable pressure values (average of 3 mmhg). Abnormal excessive traction during use definitively damaged the catheter, causing the e001 error noted during use. No other observations. Final report of the case (B)(4).

Event description:
Error e001 observed on the monitor. Then, the catheter has been explanted.